Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury. Device evaluation summary: monitor (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation is still in progress. Device evaluation includes review of downloaded software flag files (attached) on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Electrode belt (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 01/20/2015, electrode belt: 07/28/2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was reportedly in a taxi and conscious. Rapid atrial fibrillation contributed to the false detection. The patient reported that he was coughing and the alarm went off. The patient stated he tried to press the response buttons but he was unable to do so on time to prevent the treatment. The patient did not seek medical attention and continued wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.